Event description:
Device 2 of 2. O (B)(6) 2009, the pt was implanted with a scs system. On (B)(6) 2010, the pt lost stimulation. The pt was unable to increase the amplitude past perception. On (B)(6) 2010, the sales rep reported that the pt had an x-ray which revealed that the leads backed out of the epidural space and were broken at the ipg site. The dr subsequently explanted and replaced the leads.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medial history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.